Event description:
A non reactive advia centaur xp (B)(6) result was obtained on a pt sample. Viral load testing was also performed and the result was (B)(6). The physician questioned the results. The pt was redrawn and tested on the advia centaur xp. The result was non reactive. Viral load testing was repeated and the result was (B)(6). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive advia centaur xp (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for (B)(6) result is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result was obtained on a pt sample. Viral load testing was also performed and the result was (B)(6). The physician questioned the results. The pt was redrawn and tested on the advia centaur xp. The result was non reactive. Viral load testing was repeated and the result was (B)(6). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive advia centaur xp (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the (B)(6) result is unk. The instrument is performing within specifications. No further evaluation of the device is required.